Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft an afx infrarenal aortic extension. Approximately nine (9) years post initial procedure the routine follow-up identified aneurysm growth from 5.5cm to 7.5cm. There was no evident leak on the CT scan and there was no normal evidence of a fabric tear. The physician felt they saw a ¿mushroom¿ at the bifurcation during the angiogram; therefore, reline was performed with successful implant of an afx2 bifurcated stent graft. The patient is reported to be stable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft an afx infrarenal aortic extension. Approximately nine (9) years post initial procedure the routine follow up identified aneurysm growth from 5.5cm to 7.5cm. There was no evident leak on the CT scan and there was no normal evidence of a fabric tear. The physician felt they saw a ¿mushroom¿ at the bifurcation during the angiogram; therefore, reline was performed with successful implant of an afx2 bifurcated stent graft. The patient is reported to be stable. Additional information: the clinical assessment determined that there was evidence to reasonably suggest there was migration of the proximal extension (12mm) and a type iiib endoleak of the distal main body occurred prior to the secondary procedure that was not included in the event as reported. During the secondary procedure that occurred on (B)(6) 2022, there was intraoperative kinking of the right iliac limb of the bifurcated stent graft and an intraoperative type 3a endoleak of the aortic components that were not resolved. These events will be reported under in a separate MDR.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported sac growth of 20.6 mm and a secondary endovascular procedure. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest migration of the proximal extension of 12mm and a type 3b endoleak of the distal bifurcated stent graft occurred (prior to the secondary procedure) that was not included in the event as reported. Also during the secondary procedure that occurred on (B)(6) 2022, there was intraoperative kinking of the right iliac limb of the bifurcated stent graft and an intraoperative type 3a endoleak of the aortic components that were not resolved. These events will be reported under in a separate MDR. The 3b endoleak was mostly device related due to the use of strata material. The cause of the migration of the proximal extension is unknown. The sac growth and secondary procedure are related to the 3b endoleak. No procedure related harms were identified. The final patient status was discharged on the second post operative day home following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b1: has been updated. B5: describe event or problem has been updated. G3: date of received by manufacturer. H6: medical device problem code: remove code 3191. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11. H7: has been update; added recall. H9: has been update; added recall number.